Event description:
It was reported that the ventilator was not giving any output pressure and the ventilator's turbine was not spinning. The ventilator was not on a patient when the reported problem occurred. It is unknown if the ventilator alarmed.